Manufacturer narrative:
(B)(6). Date of report: 13aug2019. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse confirmed that the customer found the missing retainer pins, which the fse successfully replaced to address the problem. The fse tested the unit and the unit was fully operational. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the unit was found to have missing cooling fan filter retainer pins. There was no patient involvement reported.